Manufacturer narrative:
Product has been rec'd by MFR but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit has cracks in the seam and other places at the adaptor. No pt injury reported.